Manufacturer narrative:
11/5/96 - supplemental report #1 sent to FDA. Additional data entered in d9, e1 (initial reporter name) and e.3. Device indicated and codes entered in h3 and h6.

Event description:
The device was not clinically applied. The jaws of the instrument would not open prior to application.